Event description:
It was reported that a centrimag console showed error code s3 multiple times and was sent in for service.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the only troubleshooting that was performed was to ensure all cables and connections were appropriately and securely connected. The ¿s3¿ alert, per the centrimag alarm reference section of the instructions for use (IFU) did not offer anything in the way of what could cause such an alert, so troubleshooting was minimal when there was no noted area of concern to direct staff to more appropriate troubleshooting. The alarm was able to be cleared, but returned, and as recommended on the centrimag alarm reference card, the console was urgently exchanged to a backup console unit. Following the console exchange, the alarm did not occur again with the secondary console. The device was returned to abbott via the sites medical engineering team and had since been returned to the site. Additionally, the reporter was informed that abbott did not perform any corrective service on the affected console, but rather, the console was returned to tufts medical center medical engineering with a recommendation that the unit be cleaned as there was an excess of dust accumulation that was causing some overheating of the console unit and thereby causing the ¿s3¿ alert.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d4: corrected catalog number. Manufacturer's investigation conclusion: the centrimag motor is being evaluated for s3 fault alarms. The motor was not returned for analysis, however the centrimag 2nd generation primary console was returned for evaluation and was evaluated and tested. During the console investigation, dust accumulation inside the console prevented the fan from spinning freely resulting in an s3 alarm. The root cause of the reported event was conclusively determined to be caused by an issue with the console and not related to the motor. The device history records for the centrimag motor were unable to be reviewed due to the serial number being unknown. The 2nd generation centrimag system operating manual (rev. M) section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual (rev. M) section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual (rev. M) table 16 entitled ¿console alarms & alerts¿ addresses how to interpret and troubleshoot all system alarms including s3 alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the device in question was physically on a patient providing veno-venous extracorporeal membrane oxygenation (vv ECMO) support at the time of the incident. No harm was noted with regards to the patient at the time of the incident. The affected console was switched out to a backup console uneventfully.